Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the intellis recharger (rtm) (model: 97755; s/n: (B)(6) revealed a "no device found" message and fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their controller screen says looking for device and cannot find device. Pt also said that sometimes the recharger telemetry module (rtm) finds their device and sometimes the rtm takes 2 to 3 hours to find the device and they keep taking the battery out of the controller. Pt said that they also have been having trouble keeping their controller charged up which they have been dealing with for about a month now; upon further clarification with the pt, patient services (pss) understood this as the rtm was taking so much battery life from the pt.'s controller while charging their implant. Pt said that sometimes their implant charging sessions have taken 4 to 5 hours to get to 100% on their implant battery. Pss had pt reset the controller. Pt said their was no visible damage to the controller or battery pack. Pss had pt plug controller into ac power supply without the battery pack inserted and the controller powered on; pt then inserted the battery pack while still plugged into the ac power supply and the controller was blinking green. Pt said after reset, the controller displayed implant battery was low and they needed to recharge soon. Pt said that their controller charges up just fine and fast. Pt said the other day the rtm paddle "burnt" them; pss confirmed with the pt that there was no physical injury from this and the pt was just referring to how hot the paddle got when they said "burnt". Pss also confirmed with pt at the end of the call that "no device found" happened while the rtm was connected to the controller and not wirelessly.